Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue had not been resolved and the patient still felt the bump when riding in the car or driving. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient could feel the bump of the ins when she sits and when she sits in the car. The patient mentioned that the incision scar was on her right side but felt the bump on her bottom. The patient was wondering if the ins had moved and it was reported that there were no falls or environmental exposure related to the issue. There were no further symptoms or complications reported or anticipated.